Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h6 visual evaluation of the returned product found creasing in the seal for (1) pouch. A dye test found the seal is conforming to zpc 8.400. No product failure was found as the product is within specifications. No further investigation or action is required after review. This complaint cannot be confirmed as the product was found to be conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that creases were found in the sealing area of the product packaging. There was no patient involvement. No further information has been provided.